Event description:
It was reported the patient was having "terrible trouble" with their device. It was stated the patient used the restroom four times the previous night, and it was noted they were urinating more at night than during the day. The patient had tried to adjust stimulation so they could feel it and it was indicated the patient "shocked" themselves. It was added that the patient had been shocked in the office as well. The patient's symptoms were reported as "getting worse." The following day, it was reported the patient had poor symptom control the previous two days, but the patient symptoms were "a little" better as of the date of this information. The patient was seeking assistance for reprogramming as of the date of this report. A follow up report will be sent if additional information is received.

Event description:
Additional information reported, the patient was no longer receiving symptom relief from their device. It was also reported, the patient switched healthcare providers and would be setting up an appointment with their new healthcare provider to check their programs and battery status. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28, lot # v237430, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).